Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the leading haptic broke off and found it was already previously damaged. Additional information has been requested and received stating that the lens was left implanted for 24 hours in patient eye. The surgeon removed and replaced the lens following day with the same model and diopter without any patient harm. In the surgeon opinion, loading issue or possible quality issue caused or contributed to the event. There are three medical device reports associated with this complaint. This report is 3 of 3.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).